Event description:
The customer reported approximately one milliliter of no foam reagent sprayed the customer in the face, neck, hair, and inside the mouth while removing the cap from the reagent bottle in an attempt to replace the reagent bottle on the unicel dxc 600 synchron system. The customer stated the pressure was not completely released prior to opening the reagent bottle. The customer was wearing eye glasses and a laboratory coat at the time of the event. The customer washed the inside of the mouth, face, neck, and hair with water using the laboratory faucet. The customer was taken to the emergency room (ER) and seen by a physician. The physician noted some redness on the back of the patient's throat and some skin irritation on the clavicle area. The patient reported pain on one side of the body when breathing. On (B)(6) 2013, the patient followed up with the physician and reported to be fine. The customer stated the material safety data sheet (msds) was reviewed, and the laboratory has a risk management plan in place. There has been no report of any additional patient information to date.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the event was improperly depressurizing the device as directed in the instructions for use (IFU).